Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The monitor's belt receptacle plug was contaminated causing the faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.